Manufacturer narrative:
The customer called and spoke with a company technical support specialist (tss). The tss had the customer toggle the vacuum from linear to fixed and back. The issue was resolved; the customer did not request service. No samples were returned for evaluation and no additional information was provided relating to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Root cause has not been determined. (B)(4).

Event description:
A hospital manager reported that during vitrectomy surgery, the system would not vacuum. A call was placed to the manufacturer's technical service department, the problem was resolved over the phone and the surgery was completed. No harm to the patient was reported.